Event description:
Surgeon states that the "femur guide did not fit at all." Did not use.

Manufacturer narrative:
Method - visual exam, photo's. Results - visual exam indicates the design is within specifications. Conclusion - all osteophytes require aggressive removal before seating the guides. Failure to remove osteophytes will result in anterior flexion of the femur guide and angulation of the tibial cut plane posteriorly if not removed.